Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The device had broken reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had physical damage by the reservoir compartment. The blood glucose at the time of the incident was 448 mg/dl. Troubleshooting was not able to resolve the issue. Customer has been treating high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.